Event description:
Circuit on servo-I vent in picu-sat @ rate 15, pip 26, peep 6, o2 40%. Heater used is f&p 730, w/routine temp settings of 39-2. Circuit in use approx 1 hr when vent low pressure & lo minute volume alarms were activated. Rt responded & noticed expiratory limb was melting in several locations along the heated wire path. Circuit replaced w/o incident. Normal practice is not to cover circuit with towel or sheet, but unable to verify in this case.